Event description:
It was reported that the customer had a button error on the insulin pump. Insulin pump will need to be replaced. Customer was asked to return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a corroded keypad traces, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratches on reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.